Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated in addition to another device that was received from the same lot. Visual observation of the active tips indicated signs of activation and the manifold between 2 - 8 o'clock positions of the tip of one device and the 4 - 8 o'clock positions of the other device shows signs of melting . This damage to the active tip would lead to the reported failure, confirming this complaint. No functional test was conducted to avoid further damage. The customer stated the device was used continuously for 5 minutes which could possibly cause the heat damage experienced with these devices. However, this issue is more likely due to insufficient application of the epoxy between the metal tip and surrounding ceramic. This insufficient application of epoxy would result in voids in the space between the metal and ceramic that could allow a path for electrical power. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution. Due to an increasing trend in the number of melted manifold failures, supplier CAPA has been initiated to investigate and determine a root cause for this failure. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the isolation has been melted at the tip.